Event description:
Material number: unknown. Batch number: unknown. We also recently in the last month started dealing with coring of cefepime vials specifically. We have done many visual tests with different manufacturers (apotex, wg, hospira, and sagent) and now feel comfortable that we eliminated the coring issue but we notice random thin filaments upon very close visual inspection that we think might be undissolved drug (cannot be certain though). We noticed consistent coring with riva and cefepime vials from hospira (~20% of our batches had presence of coring) and found coring even with the correct method of manual compounding. There was coring every now and then with sagent too. As such, we are manually compounding only, filtering patient-specific doses out of caution, and putting the reconstituted vials on a shaker for 30 minutes to try to address the presence of wispy filaments. We are also doing visual evaluations of wg and apotex in the meantime. All our findings so far have been reported to the manufacturer and I hope they get more reports! I thought this issue was just us.

Manufacturer narrative:
The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. Investigation results: material/lot unknown; no sample. Full investigation could not be performed. No root cause. Complaint will be re-opened if any additional information is provided.